Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the et45b stapler locked the jaw during procedure. The surgeon pulled the device to withdrawal from pt after the stapler broke. It is unknown how the case was completed. There was no consequence to the pt.